Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range left ventricular (lv) lead impedance measurements, high lv threshold measurements and high out-of-range right ventricular (rv) lead shock impedance measurements. Under inserted leads were suspected based on radiological imaging. Surgical intervention was performed and a connection issue was confirmed. The device was explanted and downgraded to a cardiac resynchronization therapy pacemaker (crt-p), the lv lead was surgically abandoned while the rv lead remains implanted. No additional adverse patient effects were reported.